Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy bleeding, heavy periods, in need of iron') in an adult female patient who had essure (batch no. 626280) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("significant fatigue, always tired"), asthenia ("weak, lack of energy"), abdominal pain lower ("pain in the lower abdomen"), tenderness ("pain, my body hurts when I press on it in several areas"), depression ("depression") and loss of libido ("lack of desire"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, asthenia, abdominal pain lower, tenderness, depression and loss of libido had not resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, depression, fatigue, loss of libido, menorrhagia and tenderness with essure. The reporter commented: patient¿s current status: for years, I am always tired, weak and in need of iron because of very heavy periods, pain in the lower abdomen, depression and lack of desire and energy, my body hurts when I press on it in several areas. All that occurred in patient's home. Lot number: 626280. Manufacturing date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy bleeding, heavy periods, in need of iron') in an adult female patient who had essure (batch no. 626280) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("significant fatigue, always tired"), asthenia ("weak, lack of energy"), abdominal pain lower ("pain in the lower abdomen"), pain ("pain, my body hurts when I press on it in several areas"), depression ("depression") and loss of libido ("lack of desire"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, asthenia, abdominal pain lower, pain, depression and loss of libido had not resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, depression, fatigue, loss of libido, menorrhagia and pain with essure. The reporter commented: patient¿s current status: for years, I am always tired, weak and in need of iron because of very heavy periods, pain in the lower abdomen, depression and lack of desire and energy, my body hurts when I press on it in several areas. All that occurred in patient's home. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.